Event description:
Customer reported battery acid damage on this pump. Battery acid was found in the battery compartment of this pump during cleaning of the pump in biomed. Although requested, no additional information has been obtained on this report. No patient involvement has been reported

Manufacturer narrative:
Device has been received for evaluation. Reported issue of battery acid leaking on the pump was not confirmed. Technician found damage battery door, dust caps and a damage rear case. The parts have been replaced and the pump has been returned to the customer.